Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed no evidence of a power on reset event. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped. The battery cap contact measurements were within specifications. The battery cap threads were stripped, and was unable to fit to a test pump to maintain an electrical connection. The power complaint was duplicated. The test cap was able to fit to the pump. No further power interruptions occurred during the investigation. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power losses occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board.